Manufacturer narrative:
Other: neck pain. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
No. Of patients: 4, gender: (male: 3 , female: 1), average weight: 82 kg, mean age: 59.8 years, mean height: 173 cm it was reported in the clinical aggregated data report that 4 patients diagnosed with acute cervical fracture; and underwent surgeries in the period ranging from aug-2013 to oct-2016. After 12 months post-op, neck pain was reported for 1 patient.